Event description:
It was reported to philips that a loud sound occurred, followed by sparks (electrical arcing). The device was stopped in order to request technical assistance. The device was in clinical use. No harm to patient or user were reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred while the device was in clinical use for a diagnostic coronary procedure. However, treatment of the patient was completed without delay as the issue was noted at the end of the procedure. A philips field engineer (fse) inspected the system onsite and confirmed the reported problem. Analysis of the system log files identified multiple instances of x-ray tube arcing. The fse first cleaned and adapted the tube, but the issue recurred so the tube was ultimately replaced. After the x-ray tube replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.